Event description:
Reported 11 false positive flu b results for asymptomatic patients. Approximately 25 tests were performed. The customer communicated the results were confirmed by another rapid antigen assay.

Manufacturer narrative:
Investigation conclusion: tested 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with returns. Source: phone.